Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded, the nose housing assembly was found to be worn, and the handpiece was found to have non-stryker repair work done throughout. The presence of non-stryker repair work throughout the handpiece is likely to cause or contribute to the handpiece running on its own, having corrosion in the motor assembly, and having wear in the nose housing assembly.